Event description:
It was reported that the customer's blood glucose level was 410 mg/dl. The customer had issues with sensor irritation. Signs of skin irritation were found around the cannula part. The site did not show signs of infection. Her healthcare provider prescribed her a cortisone. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.